Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. At dinner time the patient had a blood glucose result of 22 mmol/l on her aviva insight system, at that time the patient administered a bolus. At 7:00pm the patient received a result of 30 mmol/l, and at 9:00pm a result of 32 mmol/l. At an unknown time the patient called the emt's. The paramedic's received a high blood glucose result on their meter, but the actual result was not provided. The paramedic's did not provide any type of treatment to the patient. The patient was transported to the hospital. At the hospital the patient had ketones of 1.6. The patient was given a chest x-ray, blood tests, and left on the basal rate of her infusion device. The patient attributes the high blood glucose to poor absorption due to a skin deformation. The skin deformation was caused by wearing the infusion set for more than than 3 days. The patient was hospitalized for 7 hours and her blood glucose was 12 mmol/l then she was released. The infusion set was requested to be returned for product evaluation.